Manufacturer narrative:
A ge service rep performed an onsite investigation. Parts were ordered to repair the system. No further repair info is available.

Event description:
The customer reported that the system's wall circuit breaker blew while performing fluoroscopic x-ray. No pt injury was reported.